Event description:
The customer reported that there appeared to be a crack in the pencil that caused a 2nd degree burn on the right breast during a breast reconstruction. Two pencils, one from the custom procedure tray provided by medline and one from the single sterile package were being used. The two pencils are identical items. After irrigation, the surgeon noticed a 1.5 cm by 5 cm area of redness. The surgeon examined one of the pencils and noticed the last inch of pencil along the seam appeared to be charred and an area of the tip charred. The pt was treated by excising the tissue. There was no post surgical infection.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted. The second pencil from procedure was not saved only the packaging which identified the lot #.